Event description:
The report stated that during a pre-operation check, nothing wrong was noticed. However, after the radio frequency ablation procedure was started, water leaked from the connection between the grip and the tubing. Another needle electrode was opened and used to complete the procedure. The water was not sterilized. There was no patient injury.

Manufacturer narrative:
The incident sample was not returned for evaluation, therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.